Event description:
It was reported that pump displayed a cartridge change error that prevented successful cartridge loading. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through inspection and cleaning of cartridge and pump areas and assisted with filling and loading new cartridges, then escalated to csa, who completed advanced troubleshooting; customer ultimately resumed insulin delivery, received replacement cartridges as a goodwill gesture, and was advised to monitor pump performance.